Event description:
It was reported that alarm 01 occurred and caller could not confirm any visible crack on cartridge, which was not available for return. There was no adverse impact to the customer's blood glucose level. Caller was instructed to load second new cartridge, successfully resumed insulin delivery, and no further issues were reported.